Manufacturer narrative:
(B)(4). Date sent: 5/3/2024. D4: batch # 789c18. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. Since no manual override door was returned for analysis, no visual inspection could be performed to evaluate the incident reported. It could not be determined what may have caused the reported event. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution for manual override door: to use the manual override, remove the access panel labeled ¿manual override¿ on the top of the instrument handle. The manual override lever will be exposed. Move the lever forward and backward until it can no longer be moved. The knife will now be in the home position. This can be verified by viewing the position of the knife blade indicator on the underside of the cartridge jaw. After the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The event described could not be confirmed as the device performed without any difficulties noted and it was not received the manual override door.

Event description:
It was reported that during a robotic lar, when they pulled the powered echelon out of the packaging the manual override cap flipped off and fell onto the floor. Case completed with a like device. No patient harm was reported.